Manufacturer narrative:
Zimmer expects that all product labeled with an expiration date will not be used past the stated expiration date; however, packaging sterility is considered to be event related, not "time related." Packaged metals are considered to remain sterile unless the sterile barrier has been damaged or otherwise compromised. Assuming that the packaging material was intact for the product involved in this complaint, the risk to the patient is likely minimal. Evaluation codes: the packaging label sheet for the specified device was reviewed from device history records and the expiration date of 06/2012 was verified. The territory provided the implant usage sheet which also clearly shows the expiration date specified as 06/2012 on the patient chart sticker.

Event description:
It is reported that the implanted tibial baseplate had exceeded its expiration date. This issue was not realized until 2 weeks after the surgery.